Manufacturer narrative:
This report is submitted on 06 may 2021.

Event description:
Per the clinic, it was reported that the patient experienced an infection which was treated with oral and topical antibiotics.